Event description:
It was reported that the customer's insulin pump alarmed no delivery while changing the infusion set. It was stated that the customer attempted to remove the battery, but the device kept alarming. It was stated that the buttons were not ramping on their own, and the buttons were unresponsive. It was mentioned that the display was frozen, and the time clock was not changing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. Unable to verify excessive no delivery alarm due to no button response.